Event description:
It was reported to philips that the system's c-arm was unable to perform rotations. The device was in clinical use at the time of the event. Philips has started an investigation of the complaint.